Event description:
Literature: elias wj, sansur ca, frysinger rc. Sulcal and ventricular trajectories in stereotactic surgery. J neurosurg. 2009; 110 (2):201-207. Summary: a total of 258 sides were treated with dbs in 143 patients. Vascular events from electrode insertion were recorded after review of all postoperative magnetic resonance imaging and radiological reports. A total of fifteen intracerebral events were reported. One patient experienced an intracerebral hemorrhagic event with no symptoms. See manufacturer report number: 2182207200903158.

Manufacturer narrative:
See scanned pages.